Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon circumferential tear was identified located approximately 17mm proximal of the distal markerband. The balloon material is almost completely torn. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no damage or issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported. It was further reported a second 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and also burst.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachial vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.